Manufacturer narrative:
A software analysis was initiated. It was noted that the image quality of the computed tomography (CT) was poor as well as the magnetic resonance imaging (mr). However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a imprecision with the navigation system being used during a cranial biopsy. It was reported that the registration had a 1.6 and 1.3 metric error at the target. The surgeon had to take two samples since the first sample did not come back with anything. So he went 5 mm deeper and got a sample. The post-op computed tomography (CT) scan came back and showed that the plan imaging of the needle were 14 mm off when compared to the post op imaging of the needle. The surgeon reported 7 mm lateral to the target and 7 mm short. It was also reported that the burr hole didn't match up. The legion was 2.5 cm x 2.5 cm and posterior on the left side of the parietal lobe. Nothing significant was shown in the archives to the navigation system for the imprecision. The angle and trajectory was significantly off so potential movement of the vertek arm or reference frame is suspected. There was 45 minute delay to the procedure. There is no reported impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.